Event description:
On (B)(6)2010, the patient underwent emergent treatment for a distal rupture of a descending thoracic aortic aneurysm. The patient was implanted with gore tag thoracic endoprosthesis. When closing the distal aorta where the rupture occurred the physician had difficulty closing up the access site due to the amount of blood loss. The patient crashed and coded and was able to be revived. A few moments later, the patient coded again and did not respond to attempts at revival. The patient expired. There was no pre-operative imaging performed and the physician does not consider the patient's death to be device related. The patient lost approximately 2.7 litres of blood during the procedure. The physician had no knowledge of this patient's medical history.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: tg2810/(B)(4). The instructions for use (IFU) for the gore tag endoprosthesis states: successful patient selection requires specific imaging and accurate measurements; please see measurement techniques and imaging section below. Additionally, the IFU states under measurement techniques and imaging: clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the required imaging modality to accurately assess patient anatomy prior to treatment for the gore tag thoracic endoprosthesis. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Clinicians recommend positioning of the image intensifier (c-arm) so that it is perpendicular to the neck, typically 45-75 degrees left anterior oblique (lao) for the arch. If 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.